Event description:
It was reported that in the ic after a successful needle puncture in the patient's jugularis, resistance was met when inserting the swg and it seemed to become stuck in the vein. The user was unable to remove the swg even after the needle was removed and as a result, the swg had to be surgically removed. The swg was removed in its entirety and with no issue to the patient. A new kit was opened and used to successfully complete the procedure. There was no reported delay, death, or complications the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). This product is not sold in the united states. The 510k number provided is for a similar product sold in the united states.